Manufacturer narrative:
(B)(4). Investigation summary the analysis found that one (B)(4) device was returned with no apparent damage and with two ecr60b (b & c) and one ecr60d (d) cartridges not loaded in the device. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed, as no malformed staples were observed and the device performed without any difficulties noted.

Event description:
It was reported that during an endoscopic lobectomy, when severing the lung tissue with ec60a+ecr60b, after firing the device, the proximal staplers were formed with irregular shapes. There were no staples on the distal tissue, so the surgeon changed to another ecr60d and ecr60b reload and still had the same issue. Another device was used to complete the procedure. There was no patient consequence reported. No additional information could be provided.